Manufacturer narrative:
Complaint confirmed for straight shots. There were signs of binder breakdown and tip wear which could cause the device to produce straight shots. The subject product is a reusable device that had been in the field since july 2006.

Event description:
It was reported that the device was producing straight shots.